Manufacturer narrative:
There was an attempt to obtain the targeting guide (jig) but it was not returned. The locking bolt was measured against the print specifications and confirmed all measurements taken were within specifications. There is evidence of wear marks on inside edge of the 0.320 diameter. A functionality check demonstrated the locking bolt was inserted into the barrel of the targeting guide, and was able to be threaded until completely seated. The key on the targeting guide then aligned properly into the keyhole of the implant without issue. The field age for this lot is approximately one year. The device history records were reviewed and the records indicated the device met specifications at the time of manufacture. A complaint history search found there are no additional complaints for this product lot number. This tibial nail is used for treatment. It was stated the targeting guide was able to be used successfully in the field following this event. With the information provided, this report cannot be confirmed and no product issue was identified.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the nail would not connect to the connecting bolt on the jig.